Event description:
The facility reported that the pt positioning monitor (ppm) was set and they found the pt sitting on the edge of the bed and the ppm did not alarm.

Manufacturer narrative:
The facility indicated that the bed is occupied and they are unable to troubleshoot the alleged malfunction at this time.